Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove appears to be related to operational circumstances of the procedure. In this case, based on the reported information, the challenging anatomical condition was the result of the difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous, 100% stenosed mid right coronary artery. An infiltrac guide wire was difficult to remove from the anatomy due to severe calcium. A non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.